Manufacturer narrative:
Tandem technical support has made multiple attempts to follow up with the customer, however there has been no response. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer was hospitalized for high blood glucose (bg) levels and slight diabetic ketoacidosis (dka) in the morning, and was currently receiving treatment at the hospital, via injections. The customer's healthcare provider believed that there may be an issue with the pump. System check was performed with tandem technical support, and the pump performed as intended.